Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and did not received a random delivery alarm. The customer¿s blood glucose was unknown. The customer was performed troubleshooting. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Insulin pump received with stripped battery cap coin slot(p) and minor scratched lcd window. (B)(4).